Manufacturer narrative:
Additional information provided: d.10. The customer¿s reported problem was confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02/12/2020 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Front display has dead pixels (2nd segment from right). Rate accuracy test passed very close to high limit. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Front display has dead pixels (2nd segment from right). Rate accuracy test passed very close to high limit. It was reported there was no patient involvement.